Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -5.50 diopter flipped in patient's eye and was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk. D6b:unk. H6 - type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).